Manufacturer narrative:
The white stapler 30 reload involved with the reported event was discarded by the site and will not be returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the curved-tip stapler 30 instrument successfully fired 6 white stapler 30 reloads. All 6 firings were completed. No incomplete clamps involving the curved-tip stapler 30 instrument were found. Based on the current information provided, this complaint is being reported due to the following conclusion: after firing a white stapler 30 reload on a pulmonary vessel, bleeding was observed, and a hole was identified on the vessel. The surgeon claimed that a staple line was missing where the vessel defect was found. The surgeon converted the surgical procedure to open surgery in order to repair the vessel defect. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during the da vinci-assisted pulmonary lobectomy procedure, staples allegedly gave way after a white stapler 30 reload was fired. This resulted in the surgery being converted to an open procedure as the patient allegedly suffered severe blood loss. The patient underwent blood transfusions and was intubated in the ICU. The stapler 30 reload used was not available for return to intuitive surgical, inc. (Isi) for evaluation. On (B)(6) 2018, isi contacted the site¿s robotics coordinator and the following additional information regarding the reported event was obtained: the robotics coordinator was present during the da vinci-assisted pulmonary lobectomy procedure which was not recorded on video. According to the robotics coordinator, the surgical procedure started out as a "wedge" procedure and a stapler 45 instrument was used during that portion of the case. There were no stapling issues related to the use of the stapler 45 instrument. The robotics coordinator stated that the patient had "grossly enlarged" lymph nodes that were pulling on arteries and veins. The reported event occurred during the 15th and final staple fire during the case. At that time, the surgeon was using a curved-tip stapler 30 instrument with a white stapler 30 reload installed. The curved-tip stapler 30 instrument was installed in arm #1. The robotics coordinator explained that the surgeon uses white stapler 30 reloads on all pulmonary vasculature. The surgeon fired a white stapler 30 reload on a small branch of the pulmonary artery. He described the vessel as being only a "couple of mm in size." There was no tissue tension or bunching. There were no stapler clamping issues or system error messages. When the surgeon opened the jaws of the curved-tip stapler 30 instrument, severe bleeding was observed. Using an unspecified hand-held laparoscopic instrument, the robotics coordinator applied pressure to the vessel with a sponge. The surgeon converted the surgical procedure to open surgery in order to repair the vessel. According to the robotics coordinator, a hole was identified on the vessel. The surgeon repaired the hole with sutures. The patient was given 8 units of blood and had lost 3.0-3.5 liters of blood. The (B)(6) male patient was intubated for 48 hours and was sent home. The robotics coordinator stated that in the heat of the moment, the white stapler 30 reload was discarded. After the event occurred, the robotics coordinator discussed what had happened with the surgeon. The surgeon claimed that to his recollection, the staple line on the proximal end of where the last white stapler 30 reload was fired was missing. Therefore, the surgeon believes that only one side of the stapler 30 reload had fired. The robotics coordinator admitted that they did not look for any "free-floating staples" in the surgical field after the event occurred.